Manufacturer narrative:
One medfusion pump was received with a big crack on the lower left front corner. The event history log was reviewed and there was no error relating to the reported issue. An inspection was conducted and the plunger lever was found stuck and sticking. The issue was caused by broken screw-bosses inside the left plunger case. The left plunger case was replaced and the whole plunger assembly was reassembled to resolve the issue.

Event description:
Information was received indicating that a smiths medical medfusion pump's plunger lever was sticking. There was no patient involvement or clinical injury.